Manufacturer narrative:
Thirty mz1000 china samples were received for investigation of two of the samples were received without packaging accompanied by an empty 10ml bd syringe (ref (B)(4)), five samples were received in opened packaging from lot 25035127, twenty-two samples were received without packaging, and one sample was received in opened packaging from lot 24075104. To support the investigation, the customer also provided the following connecting products; one whweo set (ref (B)(4)) in sealed packaging, one suyunmedical set in sealed packaging, one lingyang medical apparatus set (ref (B)(4)) in opened packaging with clear residual fluid, one b braun set (ref (B)(4)) in opened packaging with clear residual fluid, and one kdl 5ml syringe in sealed packaging. The customer reported that ¿during product use, fluid flow failure persisted despite pre-priming.¿ additional details indicate that occlusion occurred during priming with saline. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe from stock; occlusion was observed in two of the samples received in opened packaging from lot 25035127, as well as in the one sample from lot 24075104. However free-flow resumed when the occluded maxzeros were connected to a three-way stopcock from bd stock. No occlusion or flow restriction was observed in the remaining twenty-seven returned samples. A closer inspection of the sample returned from lot 24075104 identified the piston to have been partially damaged. The returned connecting products were then subjected to functional testing with maxzero connectors from stock; no occlusion was observed throughout testing. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component; it was identified that the components were within specification. However, in order to confirm the root cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the moulding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was occluded. The following information was received by the initial reporter with the following verbatim - during product use, fluid flow failure persisted despite pre-priming.